Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02111 & 0001825034-2017-02113.

Event description:
It was reported that the patient's left hip was revised due to pain. During the procedure, metallosis of the femur was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon review, it was determined that this event should not have been reported under this MFR number. The initial report should be voided and a report has been filed under the correct MFR (reference 0001822565-2017-02035).

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.